Event description:
It was reported when using the bd pyxis¿ medflex 1000, had a cubie malfunction. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 8 cubie was ejecting. A technical support specialist exited the application to allow cubie insertion, and the item was successfully removed from the drawer. The system functioned as intended after the technical support specialist troubleshot the device.